Event description:
A patient reported not having a bottom retainer. The top retainer is cracked, and bottom tooth is loose.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.